Event description:
It was reported that the pacing lead exhibited high threshold and high impedance measurements as well as loss of capture at maximum output. The lead was suspected to be fractured. The lead was subsequently programmed off. No patient complications have been reported as a result of this event.